Manufacturer narrative:
E1, initial reporter facility name: (B)(6).

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in right coronary artery. A system accessory, which was part of an ilab ultrasound imaging system, was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the outer package was opened, it was found that the inner package was incomplete and the sled was not sterile, making it unusable. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
E1, initial reporter facility name, (B)(6). The disposable sled was returned for analysis without packaging. Visual inspection revealed no issues or defects with the disposable sled.

Event description:
It was reported that the device sterility was compromised. The stenosed target lesion was located in right coronary artery. A system accessory, which was part of an ilab ultrasound imaging system, was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when the outer package was opened, it was found that the inner package was incomplete and the sled was not sterile, making it unusable. The procedure was completed with different device. No patient complications were reported.